Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for device change out. The right atrial lead was found to have dislodged. The right atrial lead was extracted. The patient was doing well and would continue to be monitored.